Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was mid and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 11mmhg. During the procedure it was noted that there was difficulty with transseptal crossing. The delivery sheath kept getting tangled with the pacemaker lead. The occluder was implanted. Post-implant it was observed that the patient's pacemaker lead dislodged. Post-procedure the patient experienced drop in blood pressure. A transesophageal echocardiogram (tee) confirmed a pericardial effusion, which developed into a cardiac tamponade. A pericardiocentesis was performed. Three hundred units of blood was removed. The patient was transferred to the intensive care unit for recovery. The user believed the dislodgement of the pacemaker caused the pericardial effusion. The user believed the dislodgement of the pacemaker lead was due to insufficient time for the lead to fully heal into the myocardial tissue prior to the amulet procedure.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, and hypotension was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Review of lot-specific similar complaints is not required as there was no reported device malfunction. Based on the information received and cine review, the cause of the reported hypotension, cardiac tamponade, and pericardial effusion could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as pericardiocentesis was performed and the patient was transferred to the intensive care unit for recovery. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was mid and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 11mmhg. During the procedure it was noted that there was difficulty with transseptal crossing. The delivery sheath kept getting tangled with the pacemaker lead. The occluder was implanted. Post-implant it was observed that the patient's pacemaker lead dislodged. Post-procedure the patient experienced drop in blood pressure. A transesophageal echocardiogram (tee) confirmed a pericardial effusion, which developed into a cardiac tamponade. A pericardiocentesis was performed. Three hundred units of blood was removed. The patient was transferred to the intensive care unit for recovery. The user believed the dislodgement of the pacemaker caused the pericardial effusion.